Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose (bg) of 344 mg/dl after their dexcom g7 continuous glucose monitor disconnected from the ilet. The user was able to correct the high bg after the sensor was reconnected and bg stabilized later the same day without assistance from a caregiver. No symptoms, emergency medical services (ems) or hospitalization was reported.